Manufacturer narrative:
Correction: this MDR is being submitted to correct the submitted common device name under d2, model number, serial number, primary unique device identifier (UDI) number under d4. Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary. Complaint investigation results: electronic quality management system (eqms) search: a query was run in the eqms on 06-apr-2026 against "lot number" "6013089" and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The review confirmed that lot 6013089 and the identified failure mode are not associated with any nonconforming reports (ncr)s or corrective and preventive action (CAPA)s of the same or similar nature. Similar complaints search: a query was run in the eqms on 06-apr-2026 against "lot number" criteria equal "6013089" and similar malfunction codes: occlusion in the tubing and/or tubing connectors- blockage, occlusion in the tubing and/or tubing connectors (e.g., occlusion alarm from the infusion pump may have sounded), tubing is damaged (e.g., kinked, deformed, twisted, collapsed, or pinched). The count of complaint is 1. The complaint numbers are (B)(4). Device history record (DHR) review: the lot 6013089 was manufactured according to work instruction (wi) version 101 and packaging in the multivac 14, on 30-apr-2025 with a total of (B)(4) units. The sub-assembly of welding lot 5d01361 was manufactured according to the wi version 34 and manufactured in the machines ls06 & ls07, on 28-apr-2025, with a total of (B)(4) units. The sub-assembly of welding lot 5d04856 was manufactured according to the wi version 34 and manufactured in the machines ls24 & ls25, on 28-apr-2025, with a total of (B)(4) units. The sub-assembly of welding lot 5d03584 was manufactured according to the wi version 34 and manufactured in the machines ls24 & ls25, on 27-apr-2025, with a total of (B)(4) units. The sub-assembly of welding lot 5d03586 was manufactured according to the wi version 34 and manufactured in the machines ls24 & ls25, on 29-apr-2025, with a total of (B)(4) units. The sub-assembly of welding lot 5d03580 was manufactured according to the wi version 34 and manufactured in the machines ls24 & ls25, on 25-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03562 was manufactured according to the wi version 39 and manufactured in the line 3, on 26-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03561 was manufactured according to the wi version 39 and manufactured in the line 3, on 25-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03565 was manufactured according to the wi version 39 and manufactured in the line 3, on 27-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03564 was manufactured according to the wi version 39 and manufactured in the line 3, on 26-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03566 was manufactured according to the wi version 39 and manufactured in the line 3, on 27-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03567 was manufactured according to the wi version 39 and manufactured in the line 3, on 28-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03568 was manufactured according to the wi version 39 and manufactured in the line 3, on 29-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5c04822 was manufactured according to the wi version 39 and manufactured in the line 3, on 24-mar-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03697 was manufactured according to the wi version 39 and manufactured in the line 3, on 22-apr-2025, with a total of (B)(4) units. The sub-assembly of gluing connector lot 5d03569 was manufactured according to the wi version 39 and manufactured in the line 3, on 01-may-2025, with a total of (B)(4) units. A review of the device history record (DHR) confirmed that all required in process inspections and final product tests were completed. During outgoing test 2, two samples were found with the 2d code failure; therefore, extended sampling was conducted in accordance with established procedures, and the results met the specified acceptance criteria. No deviations, nonconformances, or equipment related maintenance events were identified that correlate with the reported complaint condition. Conclusion: the DHR review supports compliance with manufacturing and quality requirements. The isolated outgoing test 2 finding was appropriately addressed through extended sampling with acceptable results. No issues were identified that would have contributed to the reported complaint. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. CAPA determination assessment: conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per wi (monthly trips and alerts). Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Conclusion summary of complaint investigation: as a result of the following: a comprehensive review was conducted, including eqms queries, similar complaint searches, device history record review, visual evidence assessment, and CAPA determination. No ncrs or capas of the same or similar nature were found for lot 6013089 and related malfunction codes. One complaint was identified for this lot, but no trend or systemic issue was detected. The manufacturing records confirmed that the lot was produced in compliance with all requirements, with no deviations or maintenance events noted. No photo evidence was provided, so the assessment was based on documentation only. Based on these results, no manufacturing or quality issues were identified, and no further investigation is required. The record will be closed and monitored through routine tracking and trending.

Event description:
To date no additional patient or event details have been received.

Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient experienced insulin flow blocked alarm due to an occlusion event on (B)(6) 2026. The blockage was in the tubing. Due to blockage, the patient's blood glucose level was high, and patient was treated with correction bolus via pump. No further information available.